Manufacturer narrative:
The reported incident that the hook of the ¿depth gauge for screws: ø2.7/3.5/4.0mm¿, snapped off (s-18 / instrument breakage identified out of surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the sleeve of the depth gauge is intact, but the hook is broken in half ¿ the pin of the hook is broken at the end of the measuring gauge. The surface of the sleeve is slightly scratched, but apart from that it does not have any other defects. The surface of the hook is slightly rusty (laser-marked text), and scratched. The breakage surface is fibrous with chevron marks that point to the origin of the fracture. The pin of the hook is also slightly scratched, and the breakage surface is fibrous with chevron marks. These signs indicate a brittle fracture. Such a fracture can occur due to excessive force being applied on a specific part of the device that does not have the ability to deform plastically before breaking. Since the hook is broken in half, the depth gauge cannot work. The device was reported to be part of a loaner kit. This means that the device experienced a lot of usage, sterilization processes and transportation, and all these procedures can definitely affect its integrity. The evident traces of corrosion can confirm this high number of usages and cleaning processes followed all these years. Most likely the depth gauge was not cleaned in an adequate way, as described in stryker¿s cleaning guide. According to the instructions for cleaning, sterilization, inspection and maintenance, ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used.¿ no information was provided regarding the last proper usage of the device. It was reported that the device was identified broken, before processing the set for use back to the hospital. The device does not have any signs of manipulation. Most likely during the transportation/cleaning process, the depth gauge experienced an unauthorized handling which led to the reported breakage. Careful treatment of the device is recommended in the IFU in order to avoid these situations. As per IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide: ¿avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. [¿] never use metal brushes or steel wool for cleaning.¿ if the depth gauge has not been used carefully and under appropriate cleaning/transport conditions all this time, it is quite possible that its design could have been negatively affected ¿ which is definitely a deviation from the specifications. Therefore, please keep in mind that the instructions for proper use of the devices should be followed at all times. Based on investigation, the root cause was attributed to a user related issue. Most likely during cleaning, the device experienced an unauthorized handling, and it broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the hook part of the depth gauge snapped off. Th customer reported that they do not know where this damaged could have happened and that they are not sure that the hospital would be able to provide that information as it is possible that this has happened during reprocessing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the hook part of the depth gauge snapped off. The customer reported that they do not know where this damaged could have happened and that they are not sure that the hospital would be able to provide that information as it is possible that this has happened during reprocessing.